Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed via log file analysis. The mpu did not return for analysis. Data from the reported event date of 28aug2014 was reviewed. At 23:20, a no external power alarm activated while the controller was connected to the mpu, due to the relative state of charge (rsoc) and bus voltages trending to 0v, consistent with a loss of external power. The alarm resolved at 23:11 when the controller was connected to battery power. The backup battery supported the system as intended during this time. The loss of external power did not prevent the controller from supporting the system as intended. Provided information indicated that the patient¿s mpu has a locking power cord, that the plug did not come loose at the wall, and that no issue was noted with the patient¿s mpu and that no issues have since been observed with the mpu, that the serial number of the mpu was unknown, and that the patient denied a loss of power to the home. The root cause of the loss of external power to the mpu was not able to be conclusively determined. The device history records were not able to be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with a loss of external power/ low voltage alarms while on the mobile power unit. The patient presented to the clinic for evaluation. The alarms reoccurred when connected to the power module in the clinic. They were able to reproduce alarms with manipulation of connection between the system controller and patient cables. No issue was noted with mpu. Patient has a locking power cord on the mpu and the power cord did not become disconnected. It was not believed that there was any issue with mpu. The patient¿s controller was exchanged in clinic with no harm to patient. Log files were sent for review. The event log captured low voltage hazard/no external power events (B)(6) 2024 at 2310-2311 while using the mpu. It appeared that there was a total loss of power to the mpu. The rsoc values for the power leads dropped to 7v, meaning that power was lost in both leads and presents like a loss of power. The patient had switched to battery power and alarms resolved. Also noted were additional low voltage advisory/hazard events on (B)(6) 2024 at 2341-2343 and again 2349-2350. These occurred on battery power with odd/minimal voltages noted on both power leads. No other unusual events were noted in the remainder of the log file. The serial number of the mpu was unknown by the site. It was noted that the patient denied any environmental circumstances that would have affected ac power at the time of the event. The mpu had operated as intended since the alarm. The controller exchange reportedly resolved the alarm.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.